Event description:
It was reported that the patient was implanted a durom us acetabular component 54/48 n on left side on (B)(6) 2006. Currently, the patient is being monitored due to pain. Revision surgery is in discussion.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review, as the patient is currently being monitored and has not been revised to date. Other source documents (implant surgical report and radiology report) were received. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received on march 23, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2017.